Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of these 6 aortic punches, it was reported that the packaging of the aortic punches had debonded from the plastic packaging, making the devices not sterile as they were open and no longer sealed. It was stated that the aortic punches were at the facility for about 20 days and only the outer box packaging was checked upon arrival at the facility. It was reported that the aortic punches were stored at room temperature with good ventilation and all 6 aortic punches in the box experienced the same de-bonding issue. The devices were not used. No patient involvement was reported.